Event description:
It was reported that both the monitors on the 9600 system intermittently flicker. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator lock indicators adjusted during the service call. The system was tested and found to be working as intended, and put back into service.